Event description:
It was reported that during implant the right atrial (ra) lead helix was damaged when viewed under fluoroscopy. The ra lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.